Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 211 mg/dl and the sensor glucose was 16 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 195 mg/dl. Insulin delivery suspended due to sensor glucose values, when she went down to 77 mg/dl. The blood glucose was 90 mg/dl and when she did a finger stick and it was 211 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 16 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer also stated that, the sensor had change sensor alarm also. The device will be returned for analysis.